Event description:
It was reported that the shock impedance of the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system had high out of range measurements that were greater than 125 ohms. Technical services (ts) analyzed shock impedance trend graph and provided programming recommendations as troubleshooting noting that the variability in impedance could be physiological. No adverse patient effects were reported. Currently, this crt-d system remains in service.